Event description:
On 12/06/2023, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in germany that indicated the following: on an unknown date, the patient underwent a bone augmentation tooth sites 14-16. Three grafts were implanted consisting of a puros® allograft customized block, spongiosa partikels, and a copios pericardium membrane. On an unknown date, the patient developed an infection with dehiscence and inflammation at the tooth sites. Exposure of the bone block, despite rinsing it, came to total loss of the bone block. The patient has been rescheduled to undergo a new augmentation. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
A comprehensive batch record analysis is being conducted. Once the results are available, a follow-up report wil be submitted.

Manufacturer narrative:
Rti germany conducted a batch documentation analysis for serial ID (B)(6) manufactured from lot nza22170048. No departures from the standard operating procedures were noted during the batch documentation analysis re-review for the lot. Manufacturing records review indicated that serial ID 21446184 was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 75 copios pericardium membranes from lot nza22170048 specific to product code 97004 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Smoking has been proven to have a negative effect on the wound healing process. Smoking causes the surgical site to be exposed to numerous toxic substances and decreases the oxygen supply to the site creating poor healing conditions. A slower healing process increases the chance for microorganisms to enter the wound causing an infection. Transplant failure and dehiscence are listed as valid rsi for the products. Inflammation and infection are mentioned as procedure related post-operative complications. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the copios pericardium membrane.